Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A healthcare worker reported that immediately after an intraocular lens (iol) was implanted, the surgeon noted that one of the haptics broke off of the iol. As he was trying to retrieve the haptic, it fell to the back of the patient's eye. He was able to remove the haptic and the remaining iol from the patient's eye and decided to leave the patient aphakic at that time. In a follow up with the surgeon, he clarified that during surgery as he was manipulating the iol the haptic broke, so he removed it from the eye without tearing the back capsular wall. He did not have a backup lens, so he did not implant an iol and left the patient aphakic. Although there was no confirmation of a date that an iol was finally implanted, the surgeon did indicate on a returned questionnaire that the event did resolve with treatment.